Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a 'slick' liquid was leaking under the unicel dxc 800 pro synchron clinical system. Per customer, the leak was possibly autogloss or no foam. The customer was unable to determine the source of the liquid no injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011, inspected the instrument and identified the leaking reagent as no foam. Fse removed the no foam bottle to clean and inspect for leaks. The fse found no foam reagent leaking from a y-fitting coming from the bottle to solenoid valves and noted that the y fitting was cracked. Fse replaced the y fitting and reinstalled the bottle. Instrument was checked for leaks and none were found. Repair was verified per established procedures. (B)(4).